Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that one of the batteries could not be fully charged. Both batteries were charged but one of them failed to meet the minimum conductance of 375 siemens (s). The pst observed that the battery pair could not power the power manager test fixture with the load fixture connected. It was determined that the batteries did not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, test results showed that the battery had extremely low run time capacity as cell number five had an internal microscopic short causing damage to the positive plates. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that heart lung machine (hlm) batteries were not holding a charge during release testing. There was no patient involvement.